Event description:
It was reported that during a routine device replacement, high thresholds were found on the right ventricular (rv) lead. It was also noted that the lead had high unstable threshold with no capture at max output. There was a possibility of lead fracture. The rv lead was capped and replaced. During the attempted rv lead replacement, once the lead was delivered into the body, the physician was unable to manipulate the lead. The lead was damaged while being removed from the body and the helix would not extend or retract. The new rv lead was not used and a different rv lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6940 implantable tachy lead (B)(6) 2000. (B)(4).